Event description:
The patient reportedly experienced sound quality issues followed by loss of sound. Testing of the patient's device showed out of range impedances. Advanced bionics is in the process of gathering more information; once more information becomes available, a supplemental report will be submitted.